Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The 269 patients were included in this (B)(6) study. Of the 269 patients included in the study, 29 patients received a resolute onyx stent. Proximal main vessel - distal main vessel across the side branch, was the default strategy in all patients. During 12-months follow-up mace incidents (death and myocardial infarction) and target lesion revascularization were reported to have occurred.